Manufacturer narrative:
D1 brand name was updated. Ppae ( cardiac failure) : the root cause of the injury was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 28-year-old male presented with a four-day history of shortness of breath, chest pain, nausea, and vomiting. On arrival to the emergency department (ed), the patient was found to be in atrial fibrillation with rapid ventricular response. Patient was admitted to the inpatient service. While on the floor, the patient developed hypotension and persistent tachycardia, prompting transfer to the ICU. A transthoracic echocardiogram revealed a newly reduced left ventricular ejection fraction of 13%. The patient subsequently underwent urgent cardiac catheterization with the placement of impella cp. Initial issue with impella being pulled back into aorta due to patient moving in bed. The patient was escalated to an impella 5.5 once the right ventricle improved. The patient had recurring ventricular tachycardia necessitating re-intubation after defibrillation. The patient cardiac arrested on (B)(6) 2025 requiring additional impella support levels. Blood was transfused due to drop in hemoglobin. Testing was done to determine the reason and source of bleeding and noted to be coming from the gi tract. The patient was grossly thrombocytopenic requiring platelet transfusion. He was also started on continuous renal replacement therapy at that time to remove volume excess. The patient did require a tracheostomy due to ongoing need for mechanical ventilation. The patient was slowly weaned from the impella 5.5 and explanted on (B)(6) 2025.